Event description:
Event description boston scientific received information that this left ventricular lead was surgically abandoned due to a lead fracture. During the lead revision procedure the device was explanted and replaced electively, as the physician had promised the patient he would receive a new device at this procedure. The device was included in the renewal 3 & 4 microswitch advisory population.